Event description:
On (B)(6)2010, a bard double lumen power peripherally inserted central catheter -PICC- 45 cm original length was inserted in an (B)(6) male. The PICC was trimmed to 43 cm in length per sterile technique prior to insertion, according to mfg instructions. The insertion was uneventful except for finding the stylet coiled at the tip upon removal. On (B)(6)2010, a piece of wire was discovered inside the lumen. Upon examination, the radiographic tip of the stylet, measuring approx 5 cm, had broken off and was present in one of the lumens.